Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patients generator is not responding. The patient underwent multiple unrelated surgeries but claims that ipg was placed into surgery mode. Surgical intervention may take place at a later date to address the issue.